Event description:
ICU team was placing catheter to drain pleural effusion. When removing guidewire it was noted to be unraveling. X-ray was ordered to identify any retained part of guidewire, however, due to the patient's size a CT scan of the chest was required.what was the original intended procedure?insertion of catheter for pleural effusion drainage.device #1is this a laboratory device or laboratory test?no.